Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) turns itself off and returned to nominal values. It was indicated that the main printed circuit board (pcb) was out of specification and that a corresponding error was found in the log. The epg was repaired and turned into a trade-in device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when disturbed, the external pulse generator (epg) would power cycle and pacing parameters would return to nominal values. It was further reported that when the epg was being programmed to values other than the default, after some time the device reverts to the default by itself. The staff will adjust the rate and output and the unit will eventually go back to default settings. The epg was returned for service. There was no patient involvement.